Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures confirmed the tyvek seal on the inner blister was not completely sealed as the adhesive residue is not uniform. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that prior to surgery on (B)(6) 2023, the technician opened the packaging to the device and realized that the glue was nearly non-existent and the removable part on the packaging was very easy to peel off. Sterility may have been compromised as it appeared that the glue did not adhere well. There was no patient involvement and an alternative product was available to use. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.